Event description:
It is reported that the intersurgical product is unable to keep up with temperature fluctuations of the patient rooms and the increased minute ventilation of the critically ill patients. It is reported to be a patient safety issue in that they are opening he closed circuit to drain water even on the exhalation side of the circuit. It is also reported that with high ventilation requirements they have had the temperature probe pop out which has caused a leak in the system, despite proper placement of the probe. Patient harm/injury/involvement was not reported.